Manufacturer narrative:
The investigation for the hemolysis and hematuria has been completed. No product or data logs returned. The cause of the hemolysis was not determined due to lack of product and data logs returned. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Nurse reported hematuria and hemolyzed labs. Impella was repositioned. The following day the pump was weaned successfully and the patient's outcome at explant is noted as survived.

Manufacturer narrative:
B5 and h6 updated with additional information. It was reported the device was discarded therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the hemolysis was resolved by removing extracorporeal membrane oxygenation (ECMO) and repositioning.